Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The pusher and dispenser hoop were the only components received for evaluation. The investigation of the returned coil system found the implant to be separated from the pusher with the attachment monofilament attached and protruding from the pusher at the heater coil. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the tip of the attached monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the embolization coil detached prematurely in the aneurysm. A stent was used to press the coil against the vessel wall. There was no report of harm or injury to the patient.